Manufacturer narrative:
The insulin pump passed selftest and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that self test did not passed. The insulin pump will be returned for analysis.